Manufacturer narrative:
(B)(4).the ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was powered up and passed all testing. The device was allowed to ventilate for 30 days on customer settings and no issues were observed. Several attempts were made to duplicate the customer complaint and no issues were observed. The device was run on assist control ventilation mode for another 9 days and no issues were observed. The device passed all testing. The reported malfunction could not be duplicated.

Event description:
It was reported that after 48 hours of "coping well" on this ventilator, the patient was observed to be uncomfortable, struggling to breathe and turned bluish in color. When the on-call anesthesiologist removed the patient circuit from the ventilator and no oxygen flow was detected. The patient was removed from the device, placed on an alternate ventilator, and transferred to the intensive care unit (ICU). There was no reported patient injury. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) .